Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG was not functioning. The device was reported to be in use, however there was no adverse event to the patient or user.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the paddle test failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the rse informed the customer that the replacement of the ECG leadset is necessary. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG leadset. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse informed the customer to replace the ECG leadset to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.